Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced and no device problems were found. Upon further troubleshooting, performed by the user facility to determine a likely cause, it was determined that the scope, model wa50042a, was the likely cause of the reported problem. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field representative was informed that an olympus, model cv-190, evis exera iii video system center generated a "b30," scope communication error when using the device with an olympus scope, model wa50042a. The problem, as reported to olympus, was identified during a procedure. The intended procedure was completed using the same cv-190 and a different scope. A delay occurred during the procedure while an alternate scope was obtained. There was no adverse health effect to the patient that occurred, attributed to the delay. There was no patient injury, associated with the event, reported to olympus. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.